Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display anomaly. However, the display came back on by the time of call. The battery cap was not damaged or corroded. The customer also reported that her blood glucose increased dramatically after her insulin pump had shut off. Their blood glucose increased into the 600 mg/dl range. The customer intended to go to the hospital but was able to treat and decrease their blood glucose to 417 mg/dl and then 234 mg/dl. No further details were provided regarding the hyperglycemia. The customer was advised to monitor their insulin pump. The insulin pump was not returned for analysis.